Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the o-ring sticking out. The customer¿s blood glucose was 191 mg/dl. The customer stated that the reservoir is stays in place. The device will be returned for the analysis.